Event description:
A patient was recently status post ICD generator change. During a follow-up visit, he was found to have noise on the right ventricle (rv) pace sense lead. At a subsequent follow-up visit, the impedence levels increased and the pt received two inappropriate ICD shocks secondary to noise from the rv lead. Planned rv lead/ICD revision. In surgery, noise was easily reproducible with pocket manipulation. The generator and leads were removed from the pocket and the noise was easily reproduced with manipulation of the rv pace sense connection. The lead was then disconnected from the generator and the noise was again reproduced via the pacing system analyzer cables. Upon close inspection, there was a small break in the insulation at the junction of the rv lead and rv lead pin connector. Md decided to implant a new lead.